Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as the caregiver was changed and did not maintain proper hygiene as they didn't wash their hands. On the same day as onset, the patient was hospitalized for the event. Three days after peritonitis onset, the patient began treatments with injection amikacin, 50mg, once daily (od), discontinued the next day and injection vancomycin, 1gm, od, discontinued the next day (routes were not reported). One day after onset, the patient began treatment for the peritonitis with injection imipenem, 250mg, 3 times every day (route was not reported). The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapies were ongoing. No additional information is available.